Manufacturer narrative:
The reported events of high capture threshold and oversensing noise were confirmed. As received, a complete lead was returned in one piece. External insulation abrasion was noted at 12.6 ¿ 12.9 cm from the pin consistent with lead friction to the ICD can, and at 18.7 ¿ 19.4 cm from the pin consistent with lead friction to the ICD can. The cause of the reported events was isolated to external abrasion exposing the outer coil consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) lead had high capture thresholds and was over-sensing noise leading to inappropriate mode switches. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.